Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.

Event description:
Coiling treatment of a vertebral aneurysm. It was reported four coils were deployed and during delivery of the fifth coil, the aneurysm ruptured. The coil was detached and implanted. Another coil was implanted and the bleeding was stopped. A ventricular system was already placed in the patient and used to relieve the pressure from the bleed. The aneurysm had ruptured a day before the event and as a result the patient was unconscious; the condition has not changed subsequent to the event.